Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient underwent a cystoscopy in which urethral erosion was noticed. A surgical procedure was performed in which the existing artificial urinary sphincter (aus) cuffs were explanted. The pump and balloon were capped and remained implanted. There were no device malfunctions associated with the explanted components. The patient was expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists erosion as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a cystoscopy in which urethral erosion was noticed. A surgical procedure was performed in which the existing artificial urinary sphincter (aus) cuffs were explanted. The pump and balloon were capped and remained implanted. There were no device malfunctions associated with the explanted components. The patient was expected to fully recover. Five months after the components explant, a surgical procedure was performed in which a new device was implanted.